Event description:
Prior to closing (coronary artery bypass procedure) and immediately post-defibrillation with pediatric paddles (20 joules) surgeon noted possible epicardial discoloration suggesting a burn. Other equipment in use at the time was in working order with no indication of interference. No enzyme elevations post event to indicate epicardial damage. Patient course of recovery was uneventful. Defibrillator checks by both manufacturer representative and internal clinical engineering could not replicate any voltage variation from normal operating steps. All voltage safety systems were functionaldevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: telemetry failure, none or unknown, none or unknown, defibrillator paddles. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.